Manufacturer narrative:
Date of report received 30 may2019. MFR received date 01 apr 2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician educated and trained the customer on how to properly use the device. The unit successfully passed the required performance verification test submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit needs button training. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.